Manufacturer narrative:
A field service engineer (fse) fitted a new ultrasonic mixing vessel and completed associated adjustments on the service software. The fse checked the position of the twin nozzle, which was okay. They also exchanged the reference electrode and the chloride electrode. For verification, calibration and qc were performed, which showed improvement. The customer did not report any further issues following the service visit. The investigation determined that the service action resolved the issue.

Manufacturer narrative:
The sodium electrode lot number and expiration date were not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable sodium electrode results from the cobas 8000 ise 1800 module for three patients. Patient 1's initial result was 150 mmol/l, and the repeat result was 141 mmol/l. Patient 2's initial result was 121 mmol/l, and the repeat result was 127 mmol/l. Patient 3's initial result was 128 mmol/l, and the repeat result was 134 mmol/l.